Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
An ophthalmic surgeon reported observing a badly cut metallic edge on the phaco tip during a cataract procedure. The surgeon reported that he that had some difficulties to see the emulsification furrows during lens sculpting. The procedure was completed without exchanging the product. There was no patient harm. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: no phaco tip was returned for a metallic edge near the aspiration hole. No phaco lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue could not be determined.